Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp unit and observed "autofill" error messages in the iabp's fault logs. In addition, the stm was able to reproduce the autofill failure and isolated the autofill issue to a loose iab port on the condensate removal module (crm). To resolve this issue, the stm secured the port on the crm and performed a leak test to ensure the autofill failure was corrected. All functional and safety checks were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that prior to use on a patient, the cs300 intra-aortic balloon pump (iabp) displayed a "blood pressure error." It was subsequently reported by the getinge service territory manager (stm) upon his visit to the event site that a note was attached to the iabp which stated ¿autofill function not available, iabp not working". No adverse event was reported.